Manufacturer narrative:
The case is reported as minor injury by the hospital. However, based on medical assessment, biosensors (as manufacturer) evaluated the case as serious injury to the patient due to subsequent surgical intervention done to remove the dislodged stent from the patient. The event-related device was not returned for biosensors' investigation. Biosensors' analysis of the event is done based on the available information and device history record (DHR) review. It is concluded that device history record (DHR) did not show any evidence of product deficiency. The reported biofreedom stent failure to advance with subsequent dislodgement event is a recognized potential hazardous situation and documented in manufacturer's device risk analysis report and instruction for use. The risk is assessed and it is acceptable as benefits outweigh residual risk. There was very limited clinical information and no angiography record/images of the pci procedure to determine the probable root cause of this case. However, based on the available information and assessment, the event is more likely related to procedural factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency or device malfunction identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
Percutaneous coronary intervention (pci) procedure was targeted at the moderately calcified lesion in the proximal lad via the radial artery. Initially, the physician used a euphora 2.0 x12 mm balloon to prepare the lesion. Due to poor results, he then chose biofreedom 2.50 x 42 mm stent for implant. However, there was resistance felt and the stent was difficult to advance. After trying to advance the stent for a long time, the physician finally decided to give up. When he pulled the stent back, it got stuck and dislodged at the blood vessels at the elbow, so he had to hand it over to cardiovascular surgeon to remove the stent from the patient. Product damage was observed after the withdrawal. The case is reported as minor injury by the hospital.